Event description:
It was reported that the customer was hospitalized for 4 days due to a blood glucose (bg) level of 1200 mg/dl. The customer alleged that the pump "stopped"; however, declined troubleshooting with tandem technical support and declined to provide further information; therefore, the alleged root cause could not be confirmed. Date of event is approximate.